Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? - please provide the source or name of person providing answers to follow-up questions: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that during continuous suturing, when the needle penetrates the tissue more than 2 times, the needle tip is prone to bending and separation of the needle and thread, resulting in the needle being unable to continue to be used, and there is a risk of needle tip breakage and remaining in the body. At the same time, the loose connection between the needle and suture may cause the problem of pulling off suture needle happened, forcing the suture to be interrupted. The suture needs to be replaced to complete subsequent suturing, which may cause loss of tension, poor alignment or secondary damage, increase surgical time, and pose risks of postoperative bleeding, leakage and poor alignment. Immediately hand over the problematic needle to the medical engineering department, and transfer the batch of problematic needle to the medical engineering department for replacement. No adverse patient consequences were reported. Additional information was requested.